Event description:
The customer received questionable troponin t stat results for qc material and one patient sample from the cobas 6000 e 601 module. The customer also received questionable ferritin results for two patient samples. Patient 1 initial troponin t result from a sample cup was <0.010 ng/ml and the repeat result from the primary sample tube was 0.16 ng/ml. Patient 2 original ferritin result was 26 ng/ml and the repeat result was 1108 ng/ml. Patient 3 original ferritin result was 45 ng/ml and the repeat result was 1858 ng/ml. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The troponin t reagent lot number was 33881200 with an expiration date of 31-jul-2019. The ferritin reagent lot number and expiration date were not provided. The customer found bubbles filling the reservoirs and lines. The field service representative readjusted the clean cell syringe. The customer ran calibration and qc with results within the expected ranges. The issue was resolved by the service actions.